Event description:
It was reported that the patient reported to pacer clinic and reported feeling "symptomatic lately." The patient was in vvi mode. The implantable pulse generator (ipg) battery was noted to have depleted more rapidly than expected. The ipg was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.